Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative screw breakage is unknown. Additional product codes for this report include hwc. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a distal femur fracture on (B)(6) 2011. An x-ray taken on (B)(6) 2015 confirmed the breakage of two (2) screws. A non-union was also confirmed, but on an unknown date. A revision procedure was scheduled for and completed on (B)(6) 2015. A locking compression distal femur plate and nine (9) locking screws were removed. Four (4) of the explanted screws were found to be broken and, per the surgeon, likely due to the non-union. The patient was revised to a liss plate and a non-synthes nail. The procedure was completed successfully. The patient outcome was reported as ¿optimal¿ following the procedure. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Part 213.365, lot 2268881: manufacturing site: (B)(4). Manufacturing date: 14may2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the received plate was not broken, but has scratches all over the surface. Six of the ten received screws were not broken, and are in visibly good condition. The other four screws (213.365, 213.365, 213.375, 213.334), are broken between the head and the shank. For all received parts we have done: a device history records (DHR) reviews were performed for all the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. Broken screws (213.365, 213.365, 213.375, 213.334): we are not able to determine the exact reason for this problem, but it is likely that post-operative activities of the patient and a possible instability of the fracture situation (non-union) may have played a certain role. Based on these constant load cycles over a long period of time (4 years) the screws could not resist the applied force which finally led to the material overload/fatigue failure. No product problem identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.